Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to "low inspiratory pressure". The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step. The device's active exhalation control module and overhead blower filter needs replaced to address the issue.